Event description:
Customer's family member (contact) called lfs in 5/2002 alleging that customer's meter was reading inaccurately low. In the morning of the event customer was "feeling funny and sick". Customer tested on the meter and got a result of 280 mg/dl. Unknown if customer took insulin that morning. Customer started vomiting after doing the test. Customer took insulin (unknown dosage/type) and "ate some soup". Customer vomited again after that. Customer was driven to the ER and the lab test was 400 mg/dl ("within 15-20 minutes from the meter reading"). Customer was given IV insulin and fluids ("for dehydration from all the vomiting"). Customer was admitted to the ICU for high blood glucose levels for 1 night. Meter has been replaced. No further information has been reported.